Event description:
A customer reported that the adc application scans the adc device slowly. The customer indicated that they were unable to measure glucose because the app "was too slow" and experienced a loss of consciousness. An ambulance was called and customer was treated with glucagon for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc application scans the adc device slowly in use with samsung galaxy a6, android 10 version 2.8.1 9305. The customer indicated that they were unable to measure glucose because the app "was too slow" and experienced a loss of consciousness. An ambulance was called and customer was treated with glucagon for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer reported that the adc application scans the adc device slowly in use with samsung galaxy a6, android 10 os, version 2.8.1 9305. Smartphone compatibility with use of freestyle librelink and freestyle libre 2 apps and samsung galaxy a6 device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.